Event description:
Report two of two received of a tubing disconnection. It was reported that a patient had a primary line connected to an extension set which was connected distally to the patient's central line. It is unknown what was infusing. Immediately after the infusion began, it was noted that the primary line had disconnected from the extension set. There was no bleed back or blood loss reported. There were no reported adverse patient effects. Multiple attempts were made to obtain specific information, but no further information was provided.